Event description:
Through journal article "breast implant silicone exposure induces immunogenic response and autoimmune markers in human periprosthetic tissue," authors report patients experiencing side unspecified rupture, capsular contracture, baker grades iii/IV, ¿rare foreign body giant cells," "scattered macrophages and sporadic lymphocytes," "inflammation scores," and ¿silicone exposure originating specifically from the implant shell¿ against devices from multiple manufacturers. Additionally reported was "autoimmune issues" which has been deemed not related to the devices. The status and location of all devices is unknown.

Manufacturer narrative:
Article citation: pluvy, isabelle, randrianaridera, eve, tahmaz, ismail et al. Breast implant silicone exposure induces immunogenic response and autoimmune markers in human periprosthetic tissue. Biomaterials 317 (2025); 1-13. The events of capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grades iii/IV; ¿rare foreign body giant cells," "scattered macrophages and sporadic lymphocytes," "inflammation scores"; ¿silicone exposure originating specifically from the implant shell.¿